Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval it will be difficult to confirm the reported problem.